Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The medium-large clip applier instrument was analyzed and was found with one (1) bent grips, causing them to be misaligned. The offset at the tips 0.018". The grips were not found to be cracked. Additional related observation to customer reported complaint. The instrument was installed on an in-house system and driven. The instrument passed the engagement and recognition test. The instrument failed clip test. The instrument was found to have one 1 severely bent grip causing misalignment of the grip-tips. A clip could not be properly loaded into the clip groove of the grip-tips. The grips were found to be severely bent. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip would not hold in the jaw of the medium-large clip applier instrument. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred outside of the patient. A backup clip applier was used to resolve the issue.